Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 14 february 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use subsequently the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device.